Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of right fallopian tube") and syncope ("fainting") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for acid reflux: pepcid from 2004 to 2006; for an unreported indication: birth control pills from 2006 to 2009, birth control patch in 2005 and mirena iud in 2005. Concomitant products included montelukast (singulair) since 2015, salbutamol (albuterol) since 2015 and seretide (advair) since 2015 for asthma and cyanocobalamin (vitamin b12) since 2008 for pernicious anemia. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced abdominal pain ("severe and persistent abdominal pain"), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal vaginal bleeding with clots") and dyspareunia ("pain with intercourse"). In 2011, the patient experienced back pain ("lower back pain"), syncope (seriousness criterion medically significant) and dizziness ("dizzy spells"). In 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic area pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation and pelvic pain outcome was unknown and the abdominal pain, abdominal pain lower, back pain, vaginal haemorrhage, dyspareunia, syncope and dizziness was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, dizziness, dyspareunia, fallopian tube perforation, pelvic pain, syncope and vaginal haemorrhage to be related to essure. Diagnostic results: in (B)(6) 2010, hysterosalpingogram (hsg) test was performed quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2009 and removal date ((B)(6) 2017) added. Events perforation of right fallopian tube, pain with intercourse, fainting, dizzy spells, severe and persistent abdominal pain, lower back pain, cramping and abnormal vaginal bleeding with clots, pelvic area pain added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('perforation of right fallopian tube') and syncope ('fainting'). In an adult female patient who had essure (batch no. 686784), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: multiparous. Previously administered products included: for acid reflux: pepcid from 2004 to 2006; for an unreported indication: birth control pills from 2006 to 2009, birth control patch and mirena iud. Concomitant products included: fluticasone propionate;salmeterol xinafoate (advair) since 2015, montelukast sodium (singulair) since 2015 and salbutamol (albuterol) since 2015 for asthma and cyanocobalamin since 2008 for pernicious anemia. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced abdominal pain ("severe and persistent abdominal pain"), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal vaginal bleeding with clots") and dyspareunia ("pain with intercourse"). In 2011, the patient experienced back pain ("lower back pain"), syncope (seriousness criterion medically significant) and dizziness ("dizzy spells"). In 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic area pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation and pelvic pain outcome was unknown. And the abdominal pain, abdominal pain lower, back pain, vaginal haemorrhage, dyspareunia, syncope and dizziness was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, dizziness, dyspareunia, fallopian tube perforation, pelvic pain, syncope and vaginal haemorrhage to be related to essure. Diagnostic results: in (B)(6) 2010, hysterosalpingogram (hsg) test was performed. Further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020, mr received: lot no added and medical history added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of right fallopian tube') and syncope ('fainting') in an adult female patient who had essure (batch no. 686784-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Previously administered products included for acid reflux: pepcid from 2004 to 2006; for an unreported indication: birth control pills from 2006 to 2009, birth control patch and mirena iud. Concomitant products included fluticasone propionate;salmeterol xinafoate (advair) since 2015, montelukast sodium (singulair) since 2015 and salbutamol (albuterol) since 2015 for asthma and cyanocobalamin since 2008 for pernicious anemia. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced abdominal pain ("severe and persistent abdominal pain"), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal vaginal bleeding with clots") and dyspareunia ("pain with intercourse"). In 2011, the patient experienced back pain ("lower back pain"), syncope (seriousness criterion medically significant) and dizziness ("dizzy spells"). In 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic area pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation and pelvic pain outcome was unknown and the abdominal pain, abdominal pain lower, back pain, vaginal haemorrhage, dyspareunia, syncope and dizziness was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, dizziness, dyspareunia, fallopian tube perforation, pelvic pain, syncope and vaginal haemorrhage to be related to essure. Diagnostic results: in mar or (B)(6) 2010, hysterosalpingogram (hsg) test was performed quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('perforation of right fallopian tube') and syncope ('fainting'). In an adult female patient who had essure (batch no. 686784-not valid), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: multiparous. Previously administered products, included for acid reflux: pepcid from 2004 to 2006; for an unreported indication: birth control pills from 2006 to 2009, birth control patch and mirena iud. Concomitant products included: fluticasone propionate;salmeterol xinafoate (advair) since 2015, montelukast sodium (singulair) since 2015 and salbutamol (albuterol) since 2015 for asthma and cyanocobalamin since 2008 for pernicious anemia. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced abdominal pain ("severe and persistent abdominal pain"), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal vaginal bleeding with clots") and dyspareunia ("pain with intercourse"). In 2011, the patient experienced back pain ("lower back pain"), syncope (seriousness criterion medically significant) and dizziness ("dizzy spells"). In 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic area pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation and pelvic pain outcome was unknown. And the abdominal pain, abdominal pain lower, back pain, vaginal haemorrhage, dyspareunia, syncope and dizziness was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, dizziness, dyspareunia, fallopian tube perforation, pelvic pain, syncope and vaginal haemorrhage to be related to essure. Diagnostic results: in (B)(6) 2010, hysterosalpingogram (hsg) test was performed. Further company follow-up with the consumer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 6-aug-2020, update of information (batch is not valid). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.